Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device door roller pin was broken off. The device was returned to the biomedical department with a report that during set up, prior to patient use, it was noted that the device door roller pin was broken off. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the device door roller was broken off. Though requested, no additional information was provided.